Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. Customer was advised to replace the plunger and manually push the plunger slowly. The customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: broken battery tube threads, serial number label missing, cracked retainer, retainer knit line damage, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2022 at 11:18:00.000, at 11:24:00.000, at 11:27:27.000, at 11:30:35.000, at 11:50:48.000, at 11:55:31.000, at 12:15:12.000 , at 12:17:06.000, at 12:17:57.000, at 12:29:57.000, at 12:33:16.000, at 12:44:33.000, at 12:46:08.000, at 12:46:39.000, at 12:51:35.000, at 12:54:31.000, at 12:55:16.000, at 12:57:45.000, at 13:01:42.000, at 13:03:13.000, at 13:05:48.000, at 13:09:30.000, at 13:28:50.000, at 13:31:27.000, at 13:43:58.000, at 14:03:39.000, at 14:26:02.000, at 14:33:18.000, at 14:37:33.000, at 14:51:45.000, at 14:52:22.000, at 14:53:28.000, at 14:54:37.000, at 14:55:12.000, at 14:56:01.000, at 14:57:18.000, at 14:58:03.000, at 14:59:24.000, at 15:00:03.000, at 15:15:21.000, at 15:16:39.000, at 15:17:20.000, at 15:18:16.000, at 15:18:51.000, at 15:20:16.000, at 15:25:00.000, at 15:25:52.000, at 15:26:30.000, at 15:28:04.000, at 15:28:40.000, at 15:30:36.000, at 15:31:06.000, at 15:31:29.000, at 15:32:05.000, at 15:32:34.000, at 15:33:04.000, at 15:33:29.000, at 15:33:49.000, at 15:34:17.000, at 15:34:43.000, at 15:35:19.000, at 15:36:58.000, at 15:37:26.000, at 15:37:58.000, at 15:38:28.000, at 15:38:54.000, at 15:39:19.000, at 15:39:59.000, at 15:40:21.000, at 15:41:08.000, at 15:41:42.000, at 15:42:09.000, at 15:42:46.000, at 15:43:07.000, at 15:43:55.000, at 15:45:01.000, at 15:45:19.000, at 15:47:57.000, at 15:48:18.000, at 15:48:53.000, at 15:49:11.000, at 15:49:33.000, at 15:50:41.000, at 15:51:09.000, at 15:53:15.000, at 15:53:46.000, at 15:54:25.000, at 15:55:37.000, at 15:56:18.000, at 15:56:45.000, at 15:58:02.000, at 15:59:27.000, at 16:09:24.000, at 16:10:03.000, at 16:10:31.000, at 17:12:07.000, at 17:14:55.000, at 17:15:27.000, at 17:16:07.000, at 17:16:43.000, at 17:17:18.000, at 17:18:06.000, at 17:20:00.000, at 17:20:57.000, at 17:21:27.000, at 17:21:51.000, at 17:25:00.000, at 17:26:13.000, at 17:27:02.000, at 17:28:22.000, at 17:30:01.000, at 17:30:57.000, at 17:31:27.000, at 17:35:02.000, at 17:38:16.000, at 07/28/2022 17:39:07.000, at 17:39:30.000, at 17:40:07.000, at 17:40:42.000, at 17:41:12.000, at 17:49:40.000, at 17:50:02.000, at 17:50:27.000, at 17:54:56.000, at 17:55:51.000, at 17:56:20.000, at 18:12:56.000, at 18:13:23.000, at 18:13:56.000, at 18:14:32.000, at 18:15:12.000, at 18:16:53.000, at 18:22:09.000, at 22:28:17.000, at 22:28:57.000, at 22:28:57.000, at 22:30:25.000, at 22:34:35.000, at 22:36:40.000, at 22:38:57.000, at 22:39:32.000, at 22:40:15.000, at 22:41:17.000, at 22:43:32.000 during basal delivery and on (B)(6) 2022 at 15:14:51.000, at 16:00:18.000, at 16:01:58.000, at 16:03:09.000, at 16:05:17.000, at 16:06:16.000, at 17:18:46.000, at 17:22:53.000, at 17:41:58.000, at 17:44:56.000, at 17:49:00.000 during priming. Pump passed the self test and rewind test. Unable to perform occlusion test and displacement test due to "insulin flow blocked" alarm during priming. Pump failed prime/seating test, basic occlusion test and force sensor test due to moisture damage on the force sensor. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. Customer alleged for insulin flow blocked/no delivery alarm was confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.